Manufacturer narrative:
Exact date of when the screw broke is unknown. Additional product code used: ktt. The exact date of implant procedure was not provided. The exact date of revision surgery to replace broken screws was not provided. The complainant device is not expected to be returned to manufacturer. (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review: manufacturing location: (B)(4). Manufacturing date: 28. Apr 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent implant procedure on an unknown date approximately three (3) or four (4) months prior to (B)(6) 2016. During the exam on (B)(6) 2016, the doctor observed that two (2) implanted cortex screws were broken. It was reported that the patient was unable to release load on the member due to breakage of the screws. Patient reported to feel pain and discomfort. It was reported that revision surgery is required to replace the broken screws. Concomitant medical product: unknown plate (quantity ¿ 1). This report is for one (1) 4.5mm cortex screw 42mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient b)(6). Corrected data: occupation. Initial reporter also sent report to FDA?. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.